Manufacturer narrative:
Batch review performed on 10-jul-2024: lot 1903000: (B)(4) items manufactured and released on 12-jul-2019. Expiration date: 2024-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 10-jul-2024: liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 187909: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 years and 8 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.